Manufacturer narrative:
Failure analysis confirmed the reported issue on the master tool manipulator (mtm). Error 23013 was reproduced along axis 4 during calibration. Link 3 of the master tool manipulator (mtm) was damaged. It would not securely fit into link 2. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, the customer experienced error 23013 on the surgeon side console (ssc). The customer attempted to power cycle the system and could not get the power led to light up on the ssc. The ssc was plugged into another outlet and error 23008 occurred. The surgeon decided to convert to another da vinci system. There was no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The right master tool manipulator (mtm) was replaced to resolve the issue. The mtms are the robotic controls on the ssc that the surgeon manipulates to control the instruments on the patient side cart. Isi followed up with the customer and confirmed that the procedure was converted to another da vinci system. There was no patient harm and the surgeon finished the procedure robotically after converting to the other system.